Manufacturer narrative:
The technician found the side rail latching matching mechanism was contaminated. The technician cleaned the side rail latching mechanism to resolve the issue.

Event description:
The account alleged the side rail is not latching. No pt impact.